Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient expired. A left atrial appendage (laa) closure procedure was being performed. Due to the patient difficult anatomical conditions, the physician tried several times to puncture the septal wall without success. After several attempts they successfully punctured the septum. The transeptal needle/ sheath was than exchanged for this watchman® access system (was) and was placed in the left atrium. However, the patient blood pressure had fallen. The was removed from the left atrium and they examined the patient for pericardial effusion. Shortly after that patient went into cardiac arrest, resuscitation was carried out and medication was administered to increase the patient blood pressure. After a while the patient expired. The cause of death was noted to be hemodynamic crisis by heart failure.